Event description:
It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving three pipelines. During deployment of the first pipeline, the proximal end did not fully open and it was removed from the patient. The second pipeline that deployed did not fully open on the distal end; therefore, it was corked and removed. The third pipeline was successfully deployed covering the aneurysm neck, but required balloon angioplasty to achieve full wall apposition. End control study showed good radiological resolution with the maintenance of normal brain circulation. Follow-up attempts on patient condition were made on (B)(6) 2013, but with no correspondence. Same event as MDR# 2029214-2013-00302 and MDR# 2029214-2013-00303.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).